Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia due to a "kink" in the cannula of the infusion set. The patient's blood glucose level was elevated. The patient was hospitalized overnight and treated with unknown fluids via IV. The infusion set lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.